Event description:
Art line not flushing properly square wave not square. Cvp line square wave appropriate within same set up. Tubing changed out and both have appropriate square waves. FDA safety report ID # (B)(4).